Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/13/2021 h.6. Investigation: customer returned a total of four 4mm, 32 gauge nano pro pen needles. Teardrop labels had been removed and samples had been used. The samples were measured, and all were found to meet standards for 4mm pen needles. While it was noted that one pen needle featured some burring at the tip and another was warped at the base of the patient end of the cannula, these damages likely occurred during use, especially if the patient struggled as a result of the perceived shortness of the cannulas. It was noted during inspection that the cannulas were bent on the non-patient end. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of the needles being too short. H3 other text : see h.10

Event description:
It was reported that 1 pen ndl 32g 4mm hp needle had a cannula too short. The following information was provided by the initial reporter : the consumer stated the needle length is short. Date of event : unknown samples : available

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 pen ndl 32g 4mm hp needle had a cannula too short. The following information was provided by the initial reporter : the consumer stated the needle length is short. Date of event: unknown. Samples: available.